Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
Initial reprter's zip code: (B)(6).

Event description:
It was reported that when the box was opened, there was no implant inside and no sticker label either. The only thing inside the box was the product brochure. The surgeon decides to use another company's products instead. No patient injuries were reported.